Event description:
The customer stated an architect i2000sr analyzer generated a false positive cmv igg result for one patient sample. The architect generated an initial cmv igg result of 58. The result was questioned and a repeat cmv igg result of 0.2 was generated. The false positive cmv igg result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The field service engineer (fse) performed passing precision tests for wash zones 1 and 2, and a passing pressure test for wash zone 1. The fse performed a failing pressure test for wash zone 2, and the fse replaced the valve, manifold kit to resolve the issue. The subsequent service history does not include further reports of erratic or discrepant patient results. Tracking and trending identified no adverse trends for the customer's issue. Labeling was reviewed and was found to be adequate. No product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.